Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid 10mg/ml (unknown dose) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing an infection in the pump pocket and pocket pain. Per the physician, the patient had been bed bound and the old pump pocket was in the back. Otherwise, it was unknown if there was any environmental/external/patient factors that had led or contributed to the issue. Diagnostics/troubleshooting performed included the physician prescribing the patient antibiotics. Actions/interventions taken included a surgery to place a new catheter an tunnel the catheter to a new pump pocket with a new pump. The old pump was removed from the infected site. The remaining old catheter was tied off an remained partially implanted. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available due to confidential/legal reasons.